Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy¿ stent was selected for use and advanced to treat the lesion; however, the stent could not be placed. When the stent was pulled out of the patient, the physician noted that the distal end was "ribbed" and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were bent back distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy¿ stent was selected for use and advanced to treat the lesion; however, the stent could not be placed. When the stent was pulled out of the patient, the physician noted that the distal end was "ribbed" and deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.